Event description:
It was reported that during a cholecystectomy procedure, by testing there was an error code on the display. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 330 mg/dl, 208 mg/dl, and 128 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, all test strips have been used. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.